Manufacturer narrative:
The customer reported the tri-fuse luer leaked, and returned one trifuse set. Upon initial visual examination, the set(s) had no defects or abnormalities. The set was infused with water from all ports, but no crack or leakage was able to be found. All luers were in good working order, and the complaint was not verified. The root cause of the failure could not be determined without a replication of the failure. A device history record review could not be performed because the material and lot number are unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim rcc received a complaint via email. Email(s) attached. The below report was made at nyu: tri-fuse cracked at leur lock, leaking all over bed. Needless access valve changed, new tri-fuse primed and re-attached. The lot number is unknown, but the item was sequestered for quality review.